Event description:
It was reported that this dual chamber implantable cardioverter defibrillator (ICD) was implanted, but right after implant, the right ventricular (rv) lead was found to have impedance out of range and thresholds up to 4.5volts. The patient was given a communicator and was going to send data over the weekend. The patient is not dependent. A micro-dislodgement was found to be the issue. The lead was subsequently repositioned. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.